Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction had occurred due to a faulty controller board. A field service engineer replaced the faulty controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer was not detected on the communication bus. There was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.